Manufacturer narrative:
The t:slim x2 user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the recommended pump bolus calculations were higher than expected. Review of the pump data logs showed that the bolus calculations were inaccurate due to the customer incorrectly having the pump time set to am instead of pm. Tandem technical support assisted the contact in successfully adjusting the time settings. Blood glucose level was 108 mg/dl.